Event description:
The manufacturer received information alleging an everflo oxygen concentrator that was present at the time of a fire. There is no indication from the complainant that the device was in use at the time of the event. A patient and two caregivers were injured. The extent of the injuries is unknown at this time. The device has not been returned to the manufacturer. The manufacturer will submit a follow up report when the investigation is complete.